Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin because her blood glucose started to rise up. The customer's blood glucose level was 335 mg/dl. The customer stated that the last time she did a bolus was in the morning and then there was no active insulin showing on the pump because it did not let her do a bolus due to high blood glucose level. The insulin pump will not be returned for analysis.